Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on november 20, 2019. It was reported that the clip could not grasp the tissue appropriately, and was thus also unable to lock onto tissue. The clip fell off of the mucosa.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.